Manufacturer narrative:
The probable root cause is attributed to the foot pedal and fse have replaced the same to resolve the caused issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint and was able to reproduce the reported issue. The fse replaced the foot pedal cable to resolve the issue. The system was tested and verified as ready for use. .

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon side console (ssc) had an error 42 on one of their consoles. The site powered down and disconnected the console and issue was resolved. The procedure was completed with no reported injury.